Event description:
While obtaining radial access during a cardiac catheterization procedure, the access wire from a prelude ideal 6f sheath system unraveled. The wire was no longer able to be used to access the patient's vascular system and had to be removed. A vascular surgeon was consulted and arrived to assist in the removal of the wire. No injury or complication occurred during or after the removal of the wire and the case continued via femoral access. Prelude ideal hydrophilic radial sheath introducer.